Manufacturer narrative:
The calibration was last performed on 06-jul-2022 and was acceptable. The field service engineer (fse) performed checks for all mechanical movements, rinse levels, and gear pressures. All were within specifications. No obstructions, leaks, or kinks were found. No reagents were expired and probe alignments were checked. A 25-cup precision check was performed. Qc was acceptable. There was no indication of a reagent or instrument performance issue. The fse verified all mechanical checks were successful. The service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results for multiple assays on a cobas 6000 c501 (ul) v analyzer. The customer provided an example of discrepant results for 1 patient sample tested for gluc3 glucose hk gen.3. The initial glucose result was 16 mg/dl. The repeat result was 108 mg/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot was 61637801 and the expiration date is 31-may-2023.